Event description:
It was reported the subject device exhibited weak stream of water in tube during cycle and there were no error codes displayed. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.